Event description:
--

Manufacturer narrative:
Information was received from the field representative that the patient was scheduled for an in-office device check, but it had not yet taken place. Also, it was noted that the device had stored ventricular tachycardia (vt) episodes due to noise; no pacing inhibition was observed. Available information indicates this device remains in service. An amended report will be submitted if additional information is received following the in-office device check.

Manufacturer narrative:
The field representative received additional information from the hospital. The patient was seen in-clinic for a device check. The rv pacing impedance measurement was normal, at 548 ohms. Good detection was observed, with r-waves of 7.8mv, and pacing threshold measurements were stable, at 1.3v@0.8ms. An x-ray was performed, with no damage observed on the lead. The physician has decided to continue monitoring the issue. No changes were made to the system.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive right ventricular (rv) defibrillation lead exhibited a high pacing impedance measurement. The date of the abnormal measurement appeared to be during the in-office device check six months ago; however, an alert from the patient's remote monitoring system was generated during the remote transmission that occurred this month. No adverse patient effects were reported.